Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.50 x 12 mm semi-compliant balloon. A 2.75 x 38 mm promus elite was first deployed in the left circumflex with no issues. A 3.00 x 38 mm promus elite was then deployed at 11 atm in the lad and post-dilated with a 3.00 x 12 mm non-compliant balloon. A flow-limiting proximal edge dissection was then noted. A 3.00 x 12 mm promus elite was deployed to cover the dissection and the procedure was completed successfully. The patient fully recovered and was stable.